Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: bi71000168, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be recreated. The collimator lead y's encoder was finicky. It was adjusted and the issue could no longer be reproduced. The issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was able to take 2d images. The site attempted to acquire 3d images but the system would not spin. There were no errors on the pendant. The navigation system had all green bars for communication. The site tried both the hand switch and the foot switch to take a spin. During troubleshooting the following was performed: re-connecting the hand switch, attempting to use the foot switch, the system was rebooted twice, the key was in the horizontal position, radiation was checked, it was noted that there were no faults on the pendant and that the navigation system was performing as intended. The site aborted use of the imaging system and used a non-medtronic imaging system to complete the case. There was no reported impact to patient outcome.

Manufacturer narrative:
H3) a software investigation was initiated to determine cause. It was found that this was not a software issue. The software was functioning as designed. H6) 10, 213, and 67 are associated with the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a delay of about thirty minutes due to this issue. It was reported that the 2d images were used to check anterior posterior (ap) and lateral positioning.

Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to system unresponsive or unable to take a 3d image. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Collimator leaf y¿s encoder re-adjusted to recover. Number of people exposed: 1 - patient total number of people in or unknown dose information not available. 2 unused 2d fluoro image. Insufficient information to determine dose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.